Manufacturer narrative:
(B)(4). Batch # m52w5n. Additional information was requested and the following was obtained: on which firing did this occur? Second firing. On this firing, did the device staple? In the first firing, yes. If yes, was the staple line complete? In the first firing, yes. On this firing, did the device cut? Yes. If yes, was the cut line complete? Yes, completed. For clarification, was it difficult to return the firing knob to the home position? It was hard. Was the firing knob able to be returned to the home position? Yes. Did the device open? Yes. Was the device difficult to open? No. How was the procedure completed? No. When the device broke, did any pieces fall into the patient? No. If yes, were they removed? No. Will all pieces which broke off be returned with the device? Yes. If no, how were they discarded? Na. On the second firing, did the device staple? Yes. If yes, was the staple line complete? Yes. On the second firing, did the device cut? Yes. If yes, was the cut line complete? Yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 65 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the stapler locked during the colon clipping moment and after the user force to have due to the unlocked position the device broke in a plastic part. Unknown how case was completed. There were no adverse consequences for the patient.